Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 212 mg/dl. Customer stated that she went to hospital due to discoloration of the infusion set tubing and was informed that she had high blood glucose. The blood glucose reading at the time of the event was over 700 mg/dl. Customer was treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.